Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. A portion of the device is still implanted. Unable to determine the cause of the event.

Event description:
It was reported that during surgery, the pin could not be removed from the patient's bone. The surgeon left a piece of the pin in the patient's bone. The patient is reported to be doing ok.